Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "radial endobronchial ultrasound with a guide sheath for diagnosis of peripheral cavitary lung lesions: a retrospective study". The literature reported the result of 423 patients with peripheral cavitary lung lesions of radial endobronchial ultrasound with a guide sheath (ebus-gs) procedure using olympus k-202 between july 2013 and october 2015. In the subject case, 1 case of pulmonary infection occurred. The literature states that in this case, although fever and increased inflammatory reaction occurred after ebus-gs, such symptoms were resolved by intravenous antibiotic therapy. Omsc will submit a medical device report (MDR) depending on the event.